Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an urgent low glucose event with a cgm value of 47 mg/dl and a fingerstick value of 68 mg/dl, denied symptoms, self-treated with oral carbohydrates, and was advised to recheck in 15 minutes; the user does not perform meal announcements and had been counseled that this can lead to a more aggressive correction algorithm, which was considered the likely explanation. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.